Manufacturer narrative:
(B)(4). The pump passed the self test and the displacement test. No unexpected software error alarms noted during testing however, the formatted history file confirmed software error alarm (line number 351 file number 33) due to a software error. Hardware low level failure confirmed in pump history with variable (003) due to broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for multiple insulin pump error. Customer¿s blood glucose was 7.8 mmol/l. Customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.